Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an exploratory laparotomy procedure, while the bowel was being sutured for anastomosis, the needle broke and a piece could not be found. Two needle broke, both from the same box but not the same pack. All pieces were located to one needle. The other still had a missing piece. More suture was opened to resolve the issue and complete the case. An x- ray was used however they needed to use it as part of the procedure not just to look for the needle. The needle was not located. There was no reported patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted several needles, however the image was blurry and pmv was unable to confirm that any of the needles were broken. Unfortunately, because no products were returned, functional testing could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.